Event description:
The manufacturer received information alleging that a patient experienced a ventilator inoperative condition with a recert trilogy 100 ventilator,u.s.a - bt device. There was no patient harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.